Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The investigation could not verify or draw any conclusions about the root cause of the reported event without the device to examine. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. The 254401005 attune femoral introducer associated with this report was not received for examination. Follow-up for product return status was unsuccessful. Previous investigations into breakage for this device determined the root cause is associated with fatigue of the ml slide screw either side of the cross pin, where the cross-sectional area was the smallest (see memoranda from materials scientist dated 04-nov-2016 attached to (B)(4)). Pra was conducted on this issue (B)(4) which concluded that there is no potential for patient harm or regulatory compliance non-conformity. The reason for this is because the instrument can still be operated using the central adjustment (thumb) wheel, causing little to no delay to the overall procedure. Furthermore, there are no missing parts in each case; the staked pin is retained within the lock wheel assembly and the whole component can be retrieved during surgery due to its size. This failure mode has been adequately assessed within the risk management for the instrument (dva-105445-fde). The investigation could not verify or draw any conclusions about the root cause of the current reported event without the device to examine. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Complaint trends will be monitored by post market surveillance per sep-419. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tightener on edge broke off. There was no surgical delay.